Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusions can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. Upon insertion, the lens tore the posterior capsule. The incision was enlarged to remove the lens and a vitrectomy was performed. An anterior chamber lens was implanted and sutures were required to close the incision.